Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in patient for endovascular treatment of a 60.7 mm diameter abdominal aortic aneurysm. The proximal aortic neck measured 28 mm in diameter and 22 mm in length. The proximal aortic neck angle measured 30 degrees. The vessel was mildly tortuous and moderately calcified. It was reported that two days post implant, the patient became hemodynamically unstable from ruptured abdominal aortic aneurysm. An emergent open intervention was done; however, the patient expired. Per the physician, the cause of the post-operative ruptured abdominal aortic aneurysm leading to patient death was unknown; the stent graft appeared to be seated well proximally and distally.